Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical reset. It was noted that the device could be at or near end of service (eos) but was unable to be confirmed. The icm remains in use. No patient complications have been reported as a result of this event.